Event description:
(B)(4), customer reported to ortho care about what was described as a discordant negative d(rh1) antigen typing result for one patient using mts abd/reverse gel card lot 081822037-04 in conjunction with their ortho vision ID-mts analyzer (B)(6) equipped with software version 5.13.2. Patient is known as d(rh1) antigen positive with no recent blood transfusion. A patient sample was previously sent to the american red cross and identified as a partial d. Patient is considered as d(rh1) antigen negative for transfusion purposes. The customer reported that they requested a redraw of the patient. The new sample was typed using the same lot of reagent and the same analyzer and that they obtained an a rhd positive blood group (4+ reaction in d(rh1) antigen typing). The customer reported that an rhd negative result was reported to the physician. The customer reported that the patient had not been harmed as a result of the reported event.

Manufacturer narrative:
Using econnectivity, ortho care investigated the following and concluded: barcode scan reports- all barcodes were read and identified by the laser scanner; a manual assignment error of sample ID in question that gave the initial d(rh1) negative result can be ruled out. Metering report- no sampling error could be identified. Column grade report- the events reported by the customer were confirmed. Card images- the ortho vision card imaging system had functioned as per design. 5) card journey report- showed normal processing at time of sample runs. Reviewed complaint database for mts abd/reverse gel card lot 081822037-04 and other sublots of 081822037. No complaint with call area falseneg. The assignable cause of the discordant negative d(rh1) result obtained by the customer for this patient could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent and analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event.